Event description:
It was reported that the doctor attempted to introduce the trocar into the umbilicus several times and it would not pass through the fascia. The doctor did not notice if the trocar was missing any pieces prior to use but stated when the trocar was removed from the patient the tip was bent and half of it was missing. The doctor could not find the piece inside the patient and is assuming the piece remained inside the patient. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. A picture of the device was provided. Examination of the picture revealed the tip of the obturator was bent and a portion of the obturator tip was broken off. Ascent's instructions for use state: do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage. Inspect the instruments for damage. Do not use the instrument if any damage is noted. Make a small incision where the instrument will be introduced. Create a secondary incision of adequate size to accommodate the trocar sleeve. Note: greater trocar insertion force will be required if the incision is too small. Since the complaint device was not returned, no root cause could be determined. Due to the infrequency of this type of event, no trend analysis is available.